Manufacturer narrative:
Unknown ivc filter. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook birds nest filter on or around 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction h10: as reported, a 45 year-old male patient (at the time of the complaint), weighing 190 pounds, received an unknown bird¿s nest inferior vena cava (ivc) filter ¿in or around¿ 2005 for ¿unknown reasons¿. Information received 27sep2017 reported that there is evidence that an ivc filter was placed in 2001. The patient complaint included migration, tilt, fracture, inability to retrieve the device, organ perforation, and non-occlusive thrombus. The patient further reported leg ulcers and wounds, recurrent deep vein thrombosis (dvt), depression, impaired walking, and impaired working. Additional information received 01may2019 reports that the patient alleges stenosis, embedment, and filter embolization. The patient was reportedly taking seroquel. Imaging dated 27dec2001 reported: "thrombus within the right superficial femoral vein and right popliteal vein." A duplex of the right lower extremity dated (B)(6) 2015 reported: "occluded right common and external iliac vein stent with thrombus in the right common femoral vein. There is poor opacification of the ivc and therefore the superior extent of the clot is difficult to identify." Imaging dated (B)(6) 2015 states: ¿extensive thrombosis of the bilateral popliteal veins, femoral veins, common and external iliac veins, and inferior vena cava to the ivc filter, consistent with acute thrombosis. Birds nest ivc filter in the infrarenal ivc with large clot burden. The inferior vena cava is patent cranial to the filter." An abdominal x-ray dated (B)(6) 2016 reported: "ivc filter which appears to have only 2 radiodense wire legs. There are 3 other similar wire segments seen, 2 just proximal to the ivc filter just to the right of lumbar spine and one superimposing the left upper quadrant. It is unclear if these fragments or intravascular or extravascular. No recent comparison abdominal film, cannot rule out that this is fractured and migrating wire legs from the ivc filter." A CT of the chest dated (B)(6) 2016 reported: ¿stable linear metallic structure posterior to the left kidney, likely representing a chronically displaced ivc filter strut within a lumbar vein." IFU state that the gianturco-roehm bird¿s nest vena cava filter is intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic disease; emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced; and prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Warnings in the ifus include: ¿do not rotate expanded filter hooks, excessive force should not be exerted during placement of the filter; if filter migration occurs transcatheter retrieval of the filter is not recommended; additional attention may be required to ensure adequate fixation of the filter hooks in vena cavae measuring larger than 40mm. No technique will completely eliminate the possibility of recurrent pe. The bird¿s nest vena cava filter is non-thrombogenic but may occlude if it traps a large volume of embolic material in a short time period¿. The ifus also state that vena cava wall perforation is a known potential complication of vena cava filters. Perforation can be both asymptomatic and symptomatic. Causes of penetration/perforation of the vena cava may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter, and/or procedures that involve other devices being passed through an in situ filter. The IFU also warns against overly forcing or ¿jabbing¿ with the filter/catheter/introducer sheath assembly, which could lead to perforation of the wall of the vena cava with the exposed hooks and struts of the filter. Filter fracture is also a known potential complication of vena cava filters, with both symptomatic and asymptomatic events reported. Per the IFU: ¿fracture of a filter hook/hook wire strut can be due to repetitive motion on a filter hook/hook wire strut in an unusual stressed position. Among other causes, filter fracture may be associated with a filter hook penetrating/perforating the ivc, a filter hook being caught on a side branch (e.g., renal vein), excessive force or manipulations near an implanted filter and/or procedures that involve other devices being passed through an in situ filter¿. Per the IFU, potential adverse events resulting from filters include: back or abdominal pain, damage to the vena cava, coagulopathy, deep vein thrombosis, filter fracture, filter or filter fragment embolization, obstruction of blood flow, pulmonary embolism, vena cava perforation/penetration, vena cava stenosis, and vena cava occlusion or thrombus. Perforation of adjacent organs by a filter leg/strut can result in pancreatitis, peritonitis, nerve damage, bleeding, retroperitoneal hematoma, sepsis, and/or organ/tissue damage. This can result in the requirement for hospitalizations and/or additional surgeries, and may progress to a life-threatening condition, dependent upon the extent of the perforation and the organ involved. Imaging dated (B)(6) 2001 reported thrombus of the right superficial femoral and popliteal veins. It is unknown for certain if the ivc filter was in place at the time of this report. Imaging dated (B)(6) 2015 reported stent occlusion of the right common and external iliac veins with thrombosis of the right femoral vein. It is unknown when the stent was placed or if the stent was placed after the ivc filter was implanted. Imaging dated 04mar2015 reported extensive thromboses from the popliteal veins to the ivc filter. The filter also reportedly had a large clot burden. It should be noted that the ivc was patient cranially to the filter. It is unknown if the patient had any medical conditions that contributed to the development of blood clots. Without any information regarding the details of filter placement, causes for the event including patient anatomy, potential surgical procedures in the same anatomical location as the filter (stent placement), user technique during implantation, device failure, inherent risk of the device, and/or manufacturing issues cannot be ruled out. Information regarding the results of an xray scan performed on (B)(6) 2016 showed "upper portion markedly distorted and tilted, grade 3 perforation, fragment posterior to left kidney and superior aspect left psoas muscle, inferior strut along right psoas posterior to right iliac vein stent.." Perforation, tilt and fracture was previously noted in our complaint investigation when it was completed on 15sep2017. A clinical assessment was performed with the information available. A review of the device history record for non-conformances was not possible due to the lot number not being provided. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information reported at this time.

Manufacturer narrative:
(B)(4).

Event description:
Patient alleges stenosis, embedment, filter embolization. Per xray, (B)(6) 2016: "cook birds nest ivc filter inferior l3-to mid l5, migration highly likely, upper portion markedly distorted and tilted, grade 3 perforation, fragment posterior to left kidney and superior aspect left psoas muscle, inferior strut along right psoas posterior to right iliac vein stent."

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/27/2017 as follows: patient allegedly received a birds nest vena cava filter implant in or around 2005 for unknown reasons. There is evidence that the patient had an ivc filter in place in 2001. Patient experiences migration, tilt, fracture, device is unable to be retrieved, organ perforation, non-occlusive thrombus; patient is alleging leg ulcers and wounds, recurrent dvt, depression, impaired walking, impaired working.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, d6, and h6. Additional information: investigation. Additional information was provided stating that the patient has deceased. No allegation that the cook device contributed or caused the death. No updates to investigation were made. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges the following: the patient received a bird's nest filter implant on the date that is noted in section d6 of this report, and is now reported as deceased with no allegation of wrongful death against the complaint product.

Manufacturer narrative:
Investigation -this investigation has been completed based on information provided. Cook will reopen its investigation if further information is received that warrants a supplementation in accordance with 21 c.f.r. 803.56. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ a risk to benefit analysis was performed in order to assess the clinical risk of the filter penetrating the vena cava wall to the benefit to the patient. Based upon the data in the analysis, it was determined that the medical benefits of the bird¿s nest vena cava filter outweigh the residual risks to the patient. Patients with dvt are at a great risk of clots traveling to the heart at anytime. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively.